Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The customer said that they're lower step 17 is cracked and is uncomfortable to wear the customer mentioned that it cuts her when she tries to wear it.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.